Event description:
A malfunction in the pump was reported by the caller, specifically identifying a malfunction code of 9. There was no adverse impact to the customer's blood glucose level. In response, tandem technical support arranged for a replacement pump to be sent to the customer. Customer will continue to use current pump; will rely on alternate method if necessary.